Manufacturer narrative:
(B)(4), (B)(6). Reporter address was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 of the same event. It was reported by canada that pre-surgery it was observed the small battery drive device emitted white fumes and a bad smell when the battery device was placed in the battery casing device, and the battery casing device was connected to the small battery drive device. It was reported that the device was then removed from the operating room. It was reported that there was a delay in the procedure due to the event, the length of delay was not specified. It was reported that there was an identical spare device available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.